Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was returned for evaluation therefore, section d10 has been updated accordingly with the new information. Physio-control evaluated the customer¿s device and verified the reported issue. Physio observed that the power button was not working properly. The switches on the user interface pcb assembly were worn, preventing the switches from actuating. The user interface pcb assembly was replaced, and after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.